Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were using the manual mode on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a high blood glucose value of 576 mg/dl after the customer received an insulin flow blocked alarm. Troubleshooting was performed and it was determined that the customer will need a new infusion set. The infusion set will be replaced but not returned.